Event description:
It was reported to philips that there was a memory problem with the image processing pc (ippc). No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During investigation, it was identified that there was no direct customer complaint, but a notification was automatically raised by philips log file monitoring on nov 13, 2024, which indicated that the image processing pc logged a memory error. According to the additional information acquired, the system was in clinical use, and the procedure could be completed by restarting the system. A philips field service engineer (fse) inspected the system on-site and implemented the field safety corrective action 2023-igt-bst-027 to resolve the issue. The correction is implemented on this system on (B)(6) 2024. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable.